Manufacturer narrative:
The event date and therapy date was (B)(6) 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette was missing a cap on the patient line. This was noted during the set up for peritoneal dialysis therapy. The cassette was not used for therapy and there was no damage noted to the over pouch. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: device evaluated by MFR?, device manufacture date, evaluation codes. The actual device was not returned; however, a companion sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. Functional testing was performed with no issues noted. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.